Event description:
It was reported that the patient has been having intermittent trouble getting the implant to charge since implant and the patient does not understand the system. The caller asked if a representative could come to the patient's home to give them a tutorial. Reviewed that a representative cannot come to a home. The patient was redirected to their healthcare provider to further address the issue. The caller noted in the past they experienced "lost linkage". The caller could not recall the actual message. Reviewed to call when the issue occurs for troubleshooting. Agent could hear the beeping of the recharger in the background. The caller noted that the patient was wearing both at the same time. Reviewed trying to charge just one at a time. The caller noted that the patient was charging by the end of the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.